Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis revealed external insulation abrasion breaching the nonfunctional cable lumen, right ventricular (rv) lumen and the inner coil lumen at the proximal region of the lead. Etfe cable coating of the nonfunctional cables and rv cables were not abraded but both nonfunctional cables and one rv cable was separated due to procedural damage in this location. Ptfe liner was also not abraded but was cut due to procedural damage in this location. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.